Event description:
The doctor had difficulty inserting the iab into the sheath. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: unk - reported 6/30/97). (Pt's current status: unk - rpt'd 6/30/97).